Event description:
It was reported that the customer have been having high blood glucose. Troubleshooting was done. Customer's blood glucose was 600 plus mg/dl. Customer treated with manual shot of 12 units of insulin. The customer was assisted to perform high pressure test and test passed. Customer checked blood glucose again and it went down to 537 mg/dl. Advised the customer the set and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).